Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a patient presented to his (B)(6) office with concerns related to a previously placed dental implant. The patient had previously undergone primary implant placement surgery at tooth location #09 on (B)(6) 2025. The patient presented with issues on (B)(6), prior to the second stage surgery. During evaluation, the doctor discovered that the implant had failed to osseointegrate, and loss of osseointegration. It was reported that the implant was removed without the use of any instruments and was not replaced. The planned prosthesis was a single tooth restoration, and the opposing arch consisted of natural teeth. It was reported that the patient experienced symptoms of pain and infection, which resolved following implant removal. The patient did not sustain any permanent injury and did not require any additional medical or surgical intervention. The patient's bone quality was classified as type iii, and oral hygiene was reported to be fair.